Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a burst was confirmed, and the cause appears to be use related. One 4.2 fr s/l broviac catheter was returned for investigation. The catheter was received in two segments. There was a complete break in the catheter just distal to the adhesive fillet at the distal end of the clamping oversleeve. A longitudinal split with curved ends was noted in the proximal end of the distal catheter segment of the intermediate tubing. The inner tubing exhibited a c-shaped split with a wavy pattern that continued through the tubing at the end of the split. These characteristics are consistent with burst related damage. Under microscopic magnification, the broken ends of the catheter were mated together and the catheter appears to be complete. No missing pieces were observed at the break site. The adjoining surfaces of the catheter exhibited a smooth and granular surface. The cross section at the distal end of the catheter exhibited a glossy and striated surface. A tactual investigation revealed elastic weakness in the tubing around the splits. Functional testing revealed an occlusion within the catheter distal to the burst site. After residue was expelled from the lumen, the lumen was patent to infusion and no obstructions were noted. The presence of the occlusion most likely contributed to the over-pressurization of the catheter. To help maintain catheter patency, flushing frequencies from once daily to once weekly have been found to be effective when the catheter is not in use. Flush with heparin after IV administration of total parenteral nutrition, IV fluids, or after medications. For frequently accessed catheters (accessed at least every 8 hours), flushing with 10 ml of sterile saline without heparin between infusions has been found to be effective. Caution: do not use a syringe smaller than 10 ml to flush or confirm patency. A thrombolytic solution may be used to declot the catheter if the lumen is occluded. A lot history review (lhr) of huze0483 showed no other similar product complaint(s) from this lot number.

Event description:
On (B)(6) 2016-it was reported by user facility that the patient arrived to the ed on (B)(6) 2016 with the broviac line clamped and in need of repair. It was stated that it burst at home while being flushed per the hospital protocol, which is with ns in a 10 cc syringe. The line was repaired in the ed. Reportedly, no harm was evident. The segment that was broken was in two pieces and appeared severed, not torn and grossly jagged.